Event description:
The reported description notes that the bedside monitor failed to alarm for an invasive blood pressure when the user felt it should have. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor delayed alarming for an invasive blood pressure for 20 seconds beyond when the user felt it should have alarmed. No pt harm was reported. The user acknowledges that the monitor did produce an alarm for invasive blood pressure measurement which exceeded the preset alarm limits. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A finial report will be submitted once the investigation is completed.